Manufacturer narrative:
H6: investigation summary: two photos were provided by the customer for quality investigation. The customer complaint of tubing defective/damaged was verified based on investigation of the photos provided. The photo of the sample shows that the upper pupping segment is missing its blue securement collar. This would make it is easy for the silicone pumping segment to be separated from the upper fitting. A device history record review for model 2426-0500 lot number 22083167 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Based on the sample not being available the root cause could not be fully determined. The probable root cause for this issue is a failure at the manufacturing level to ensure proper assembly of the infusion set. Similar issues have been reported to the manufacturing location. H3 other text : see h10.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing disconnected. There was no report of patient impact. The following information was provided by the initial reporter: the tubing disconnected from the blue plastic piece at the top of the pump segment of the tubing there is no ridge. This failures were discovered before the tubing was connected to the patient. Had the patient been connected and drug infusing, this could potentially be an exposure risk to staff and guests in the infusion room.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing disconnected. There was no report of patient impact. The following information was provided by the initial reporter: the tubing disconnected from the blue plastic piece at the top of the pump segment of the tubing there is no ridge. This failures were discovered before the tubing was connected to the patient. Had the patient been connected and drug infusing, this could potentially be an exposure risk to staff and guests in the infusion room.